Event description:
It was reported that a user of the ilet bionic pancreas announced and self-dosed for earlier meals, consumed additional meal without announcing, administered another self-dose equivalent to 1.5 meals and subsequently experienced declining glucose, treated with oral glucose tablets; the highest glucose observed was 115 mg/dl, and levels later fell to 70 mg/dl before rising to the high 80 mg/dl and 93 mg/dl. Investigation of this case revealed user incorrect meal size announcement with an unannounced carbohydrate intake that likely contributed to hypoglycemia. No symptoms associated with hypoglycemia reported. Outcomes included self-treatment with oral glucose and recovery without hospitalization. It was concluded that the event was related to use conditions, including inaccurate meal announcement and unannounced intake, with no evidence of device malfunction. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.